Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was unable to be determined with the provided information. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 11:17:11. During night drain cycle two, the patient's ultrafiltration reading was 110ml, indicating the home patient (hp) drained 110ml more than their maximum programmed fill volume of 100ml. No further information was available.